Manufacturer narrative:
A ge representative evaluated the system and released and cleaned a stuck push button switch. System operates as intended.

Event description:
Customer reported the vertical lift is not working. No patient injury was reported.